Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump emitted a communication alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/29/2016 with the following findings: a review of the black box and alarm history showed a cs 088 call service alarm. This alarm was duplicated during the investigation. This call service alarm was due to moisture damage in the pump. The pump was opened and there was moisture damage observed on the printed circuit board (pcb). The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. Unrelated to the original complaint, it was observed that the battery compartment was cracked and there was evidence of corrosion in the compartment and on the back side of the compartment. A leak test was performed and failed due to a battery compartment leak. It was also observed that the returned battery cap had stripped threads and a test battery cap was used to complete the investigation. (B)(4).